Event description:
Information was received indicating that a smiths medical cadd cassette reservoir had a fault that resulted in loss of medication. No adverse effects were reported.

Manufacturer narrative:
Three cadd cassette reservoir were returned for analysis. One sample was received with pressure plate without welding. Using a syringe, it was tried to pass water through the sample in order to confirm the leakage. The samples presented a leakage located in the top edge of the corner. The bag loading operation in the cassette line was reviewed; no discrepancies were found. The bag loading operation in the cassette line was reviewed; no discrepancies were found. The segregation practice where the burst test takes place in the magnus production line was reviewed; no discrepancies were found. The welding operation of the pressure plate and the housing was reviewed to verify the correct placed position in the turntable operation fixture; no discrepancies were found. An inspection to the work stations was conducted, in order to verify for sharp edges and sharp objects in the magnus production line and the cassette production line; no sharp objects were found. The leak test was audited during ten (10) cycles, in order to verify that the leak test was properly performed; for each cycle five (5) units are tested. The leak test was performed according to the test method stated in the manufacturing procedure; no leakages were detected during the fifty (50) units tested.

Event description:
Additional information provided indicated that the malfunction did not occur during use. The patient was ready to use it when it malfunctioned.